Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding, postmenopausal bleeding, uterine fibroids, chronic cervicitis, nabothian cyst, adenomyosis and epidermal cyst. Concomitant products included ibuprofen (motrin) and tizanidine hydrochloride (zanaflex) for arthritis and fibromyalgia, lisinopril for hypertension, other gynecologicals for hypothyroidism and nsaids for pelvic pain female. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmennorhea (cramping),"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full), bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse). On (B)(6) 2010- she performed oophorectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : new events added : "dysmenorrhea (cramping". Outcome of events, "dysmenorrhea (cramping), pelvic/ abdominal, dyspareunia" were changed to "recovered/resolved". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding, postmenopausal bleeding, uterine fibroids, chronic cervicitis, nabothian cyst, adenomyosis and epidermal cyst. Concomitant products included ibuprofen (motrin) and tizanidine hydrochloride (zanaflex) for arthritis and fibromyalgia, lisinopril for hypertension, levothyroxine sodium (synthroid) for hypothyroidism and nsaids for pelvic pain female. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full), bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse). On (B)(6) 2010- she performed oophorectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, abnormal bleeding (general), she did not undergo confirmation test. Reporter information, medical history, concomitant drug, events onset date, essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic area') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included neck pain, lumbar pain and post-traumatic stress disorder. Concurrent conditions included dysfunctional uterine bleeding, postmenopausal bleeding, uterine fibroids, chronic cervicitis, nabothian cyst, adenomyosis and epidermal cyst. Concomitant products included ibuprofen (motrin) and tizanidine hydrochloride (zanaflex) for arthritis and fibromyalgia, lisinopril for hypertension, other gynecologicals for hypothyroidism, nsaids for pelvic pain female as well as alprazolam (xanax), bupropion hydrochloride (wellbutrin), clonazepam (klonopin), drospirenone + ethinylestradiol (yaz), famotidine, gabapentin (gaba), oxycodone hydrochloride;paracetamol (percocet), pantoprazole, sertraline hydrochloride (zoloft), topiramate (topamax), tramadol hydrochloride (ultram) and valproate semisodium (divalproex). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: mental anguish/psychological trauma"), depression ("psychological or psychiatric problems condition: depression/ psychological trauma"), dysmenorrhoea ("dysmennorhea (cramping),"), migraine ("migraines / headaches.") And abdominal pain lower ("lower area pain"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full), bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the anxiety, depression, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse). On (B)(6) 2010- she performed oophorectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic area') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included neck pain, lumbar pain and post-traumatic stress disorder. Concurrent conditions included dysfunctional uterine bleeding, postmenopausal bleeding, uterine fibroids, chronic cervicitis, nabothian cyst, adenomyosis and epidermal cyst. Concomitant products included ibuprofen (motrin) and tizanidine hydrochloride (zanaflex) for arthritis and fibromyalgia, lisinopril for hypertension, other gynecologicals for hypothyroidism, nsaids for pelvic pain female as well as alprazolam (xanax), bupropion hydrochloride (wellbutrin), clonazepam (klonopin), drospirenone + ethinylestradiol (yaz), famotidine, gabapentin (gaba), oxycodone hydrochloride;paracetamol (percocet), pantoprazole, sertraline hydrochloride (zoloft), topiramate (topamax), tramadol hydrochloride (ultram) and valproate semisodium (divalproex). On(B)(6)2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: mental anguish/psychological trauma"), depression ("psychological or psychiatric problems condition: depression/ psychological trauma"), dysmenorrhoea ("dysmennorhea (cramping),"), migraine ("migraines / headaches.") And abdominal pain lower ("lower area pain"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full), bilateral salpingo-oopherectomy). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the anxiety, depression, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse). On (B)(6)2010- she performed oophorectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review 2019-005783 case identified as duplicate of 2018-231267 case. All relevant information and source documents were transferred from 2019-005783 case to this case. References updated, reporter added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic area') and genital haemorrhage ('abnormal bleeding (general)') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included neck pain, lumbar pain and post-traumatic stress disorder. Concurrent conditions included dysfunctional uterine bleeding, postmenopausal bleeding, uterine fibroids, chronic cervicitis, nabothian cyst, adenomyosis and epidermal cyst. Concomitant products included ibuprofen (motrin) and tizanidine hydrochloride (zanaflex) for arthritis and fibromyalgia, lisinopril for hypertension, other gynecologicals for hypothyroidism, nsaids for pelvic pain female as well as alprazolam (xanax), bupropion hydrochloride (wellbutrin), clonazepam (klonopin), drospirenone + ethinylestradiol (yaz), famotidine, gabapentin (gaba), oxycodone hydrochloride;paracetamol (percocet), pantoprazole, sertraline hydrochloride (zoloft), topiramate (topamax), tramadol hydrochloride (ultram) and valproate semisodium (divalproex). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmennorhea (cramping),"), migraine ("migraines / headaches.") And abdominal pain lower ("lower area pain"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full), bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the anxiety, depression, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse). On (B)(6) 2010- she performed oophorectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Reporter information updated. Product information details updated. Other relevant history updated. Events: migraines / headaches, lower area pain were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure. The reporter commented: patient receive treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse). Reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.